Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The boston scientific sales representative stated interrogation was not successful and the patient's family will decide what further action will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogation and a magnet application did not elicit tones despite troubleshooting. No adverse patient effects were reported.